Event description:
New information received on (B)(6) 2020 indicated that the patient presented for lead revision procedure on (B)(6) 2020 and the lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited numerous high voltage rate and ventricular noise episodes. Review of the electrogram depicted non-physiological noise consistent with can-on-lead abrasion. No interventions were made. The patient was stable.